Event description:
It was reported that device presented in back-up vvi mode after being exposed to a high frequency drill during a non-device related procedure. A software download was successfully completed and the device was restored to normal operation. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.